Manufacturer narrative:
Marketing people has not been able to get some of additional info on complaint #529353 from the dr., because many days passed from its occurrence.

Event description:
The cover of the tip of the forcep came off after 10 times excising the menicus. Teh surgeon would like an explanation of why this happened so easily. The cover was not returned.